Event description:
Procedure: laparoscopy. According to the reporter: all staples were fired, only in the last part staples stayed in the sulu. This resulted in the colon to get stuck in the sulu. A new part of the colon had to be resected.

Manufacturer narrative:
(B)(4).